Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient experienced severe hypoglycemia on (B)(6) 2026 while wearing the pod between 24 and 36 hours. The patient¿s blood glucose declined to 32 mg/dl. Reported symptoms included inability to stand, fatigue, confusion, unresponsiveness, thirst, and nausea. The patient¿s spouse administered glucagon, but the patient remained unresponsive, prompting the spouse to contact emergency medical services (ems). The ems treated the patient with intravenous dextrose 10%, administered oxygen, and applied a cardiac monitor. The patient stabilized the same day without hospital admission.